Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were nit provided. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. The patient was encourage to contact their hcp about their issues. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure in (B)(6) 2023. The patient doesn't have close-up vision, she was supposed to have some close up vision. In addition, patient experienced very dry eye since the surgery and currently patient receives treatment for the dry eye. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).